Event description:
It was reported that there was difficulty pressing the pump's quick bolus/wake button, which sometimes required multiple presses to activate the screen. There was no adverse impact on the customer¿s blood glucose level. The customer recognized the brief discussion on cleaning the pump and the button but declined further technical support.